Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The door switch was found to have a connection issue causing the event. The customer damaged the winch after the case while testing the manual open and close. The door switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a unknown procedure. It was reported that when trying to position the system to take a 2d image, the site ran into issues. After holding the door close button and seeing the doors close, the pendant displayed "door open" message on the screen. The site used the socket wrench to complete the door close sequence and completed the case without delay.

Manufacturer narrative:
Patient weight not available from the site. Additional information was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the procedure was facial fracture fixation procedure. There was a reported delay of 30 minutes and the patient was not impacted.